Manufacturer narrative:
The investigation found the issue was consistent with a mis-sampling/pre-analytics issue. The customer used non-roche ise (ion selective electrode) reagents/calibration standards. The investigation determined that the root cause was due to off-label use.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas 8000 ise 900 module. The initial result was 132 mmol/l. The repeated result was 141 mmol/l.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative noted that "noise errors" occurred frequently on the instrument. He cleaned the electrodes and ensured the o-ring was correctly connected. He positioned the sample probe and confirmed the instrument was operating within specifications. The investigation is ongoing.